Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the severely calcified, severely tortuous distal left anterior descending (lad) artery. The lesion was predilated with a (size unk) non-bsc balloon. A (size unk) liberte bare metal stent was placed in the mid lad. When the physician attempted to place the 4.00 x 24 mm liberte bare metal stent in the distal lad, the stent dislodged. A gooseneck snare was used to retrieve the stent. The procedure was completed with another liberte stent. There were no add'l pt complications and the pt's condition is reported as "no problem."